Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced signal loss and could not receive glucose alarms. As a result, the customer was not alerted to changes in glucose level and lost consciousness. Paramedics were called and transported the customer to a hospital. The customer did not receive treatment and only had a glucose test. There was no report of death or permanent impairment associated with this event.